Event description:
Device malfunction: sheath splitting/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during sheath splitting, the physician felt the sheath was not splitting correctly. The safety release button was depressed, but failed to work. After several attempts pressing the safety release button, the device was successful removed. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.